Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported patient results of 464 mg/dl, 175 mg/dl and 223 mg/dl within 10 minutes on the inform ii system. No actions reported based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.